Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if any additional information becomes available.

Event description:
It was reported that while priming a leak (hairline crack) was detected at the outlet. No reported patient effect. (B)(4).